Manufacturer narrative:
Implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. The device directions for use (dfu) indicates: do not rotate delivery wire during or after delivery of the coil. Rotating the target detachable coil delivery wire may result in a stretched coil or premature detachment of the coil from the delivery wire, which could result in coil migration. If it is necessary to reposition the target detachable coil, verify under fluoroscopy that the coil moves with a one-to-one motion. Based on the information available, it is probable that procedural factors contributed to the reported event limiting its performance. Therefore, a root cause of operational context has been assigned to this event.

Event description:
The coil was being repositioned when it stretched and as the physician attempted to retract it back into the microcatheter, it detached. The physician was able to push the coil out of the microcatheter and into the aneurysm with the guidewire. There were no clinical consequences to the patient.

Event description:
The coil was being repositioned when it stretched and as the physician attempted to retract it back into the microcatheter, it detached. The physician was able to push the coil out of the microcatheter and into the aneurysm with the guidewire. There were no clinical consequences to the patient.